Event description:
Sales rep. Was not present during this incident. He was told by two wrist surgeons they are experiencing a great deal of shedding during their wrist cases with this (B)(4) 2.9mm full radius blade. Customer discarded un-sterile product but are returning sterile product for credit. Physicians said they were unable to remove all the shavings. Flushing did not work 100%. Per rep. The account did not save the shaver blade.

Manufacturer narrative:
Device involved in shedding was discarded by customer. Same lot samples have not been returned. (B)(4).